Event description:
The customer reported that during a procedure, the active lead caught on fire. There was reportedly no harm to the patient or staff. The only covidien products in use at this time were the forcefx generator and footpedals. Additional questions have been asked of the site.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.